Event description:
New information received notes noise was not present upon device interrogation, and it was noted patient had a pulseless electrical activity event. Patient's current condition is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was detected on the right ventricular lead while the patient was receiving chest compressions. No further information is available.